Event description:
This was a diagnostic case. The pt was not obese. No scarring was noted, but there were some tortuosity and mild/medium calcification. The initial access puncture was satisfactory. The latchwire kinked where it was attached to device body and was subsequently detached using hemostats. The procedure was discontinued. A large hematoma that formed during the procedure was treated with a femostop and the pt was sent to the surgical intensive care unit. The pt remained in the hosp for two days and still required catheterization. The pt recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access sys instructions for use (IFU) was reviewed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.